Event description:
There was a concern with multiple heat packs not heating up after they had been squeezed and activated. There were multiple heat packs that were defective, two of which were sent to the supplier performance analyst. Itm-1149108 hot pack instant medium. Lot #cn24117-90.